Manufacturer narrative:
The device was not returned for eval. There were no anomalies identified during the internal review of the DHR of the system console. If additional info is received, a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The pt suffered a pneumothorax during a superdimension procedure. No additional details on pt treatment or status available at this time. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.